Event description:
The customer alleged they received a questionable antibody to (B)(6) result for one patient on their e411 analyzer. The patient's (B)(6) result from the e411 analyzer was (B)(6) and it was (B)(6). The patient's sample was repeated on an elisa method and the (B)(6) result was (B)(6). The customer stated they released to the patient the result of (B)(6) with a suggestion of doing a (B)(4) test. The patient was not adversely affected by this event. The (B)(4) reagent lot number was 173605. The expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional information was requested but not provided. There was no patient sample available for investigation. Per the package insert, there is no interference found in samples positive with antibodies to dengue.